Manufacturer narrative:
During the index procedure three resolute onyx des were implanted in the lad and two resolute onyx des were implanted in the rca. The mi occurred one day post index procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the lad. Cec adjuciated that non q-wave mi 3rd udmi peri pci of the target vessel (lad) occurred.